Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that pump battery dropped from 60% to 20% after being connected to a power source. Following the battery drop the customer was having difficulty charging the pump despite the attempt of multiple usb cables and wall adapters. Subsequently, the pump shut off due to insufficient power. The customer's blood glucose (bg) level rose to over 600 (mg/dl) and the customer was hospitalized due to the elevated bg level. The customer received fluids intravenously and manual injections while in the hospital. The customer's bg level had lowered to 264 (mg/dl). The customer was released from the hospital one day after being admitted. Reportedly the customer had manual injections as alternate insulin therapy.